Manufacturer narrative:
The customer did not return any product for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer inserted a new test strip tray and they have not received any more false positive results.

Event description:
The initial reporter complained of false positive nitrite results on a urisys 1100 analyzer. The customer stated they have been receiving false positive nitrite results with different patient samples since the update to software chip (B)(6). One of the patient samples was sent to the laboratory where the nitrite result was negative. The combur 10 test strip lot number and expiration date were not provided.